Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead fractured. It was believed that the fracture was due to the implant site as it was very close to the clavicle and every time the patient moved their arm the lead rubbed against the clavicle. The patient underwent a revision procedure and this product was explanted and replaced. No further adverse patient effects were reported.